Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma, and lymphadenopathy are physiological complication sand analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was seroma, reactive lymph nodes and capsular contracture, baker grade iii-IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side folds, lobulated contour, fluid, capsular contracture, baker grade iii-IV, and "reactive inflammatory type nodes." The device remains implanted.